Manufacturer narrative:
The complaint is confirmed in the incoming goods inspection: the pacemaker cannot be contacted by telemetry. However, the measurement of the electric output signal also confirms that the pacemaker paces with a rate of 53.3 ppm at a pulse amplitude of 2.82 v and a pulse width of 0.43 ms. The detection sensitivity is 2. Mv. Pacing and sensing function normally. The pacemaker housing was then opened. It could be determined that the magnet switch integrated in the pacemaker did not switch when a magnet was placed. As a result, the pacemaker does not assume the state, in which reprogramming and data interrogation are possible. If the magnet switch is temporarily bridged, the pacemaker can be contacted by telemetry without problems. In summary, the pacemaker paces and senses. The telemetry fails due to a damaged magnet switch. According to the submitted information, the patient underwent magnetic resonance tomography. The damage to the magnet switch indicates that it has been caused as a consequence of this therapy.

Event description:
The pacemaker cannot be interrogated. The patient came in for a check-up after a 3 year break in follow-ups.